Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4) implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: extension.

Event description:
The consumer reported via the manufacturer representative reported that he developed a staph infection after implant and 21 days later the entire system was explanted. The issue was resolved at the time of the report. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.